Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that they had an issue with a plasma blade during a clinical case. It was stated that the "tip started on fire, patient not affected¿. No injury to patient was reported, and the plasma blade was replaced immediately.